Event description:
It was reported that the pump reset unexpectedly. Subsequently after the pump reset, the pump time became inaccurate. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level was approximately 200-249 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue unexpected reset was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged pump time issue could not be verified.